Event description:
It is reported that; the surgeon was placing an aviator anterior cervical plate from c5-c7 today. He inserted one screw at the c6 level and decided to adjust the orientation of the plate. He then took the aviator rescue screwdriver to remove the screw from the plate. After he had threaded into the screw completely, he began to remove the screw. As the screw backed out, he had visualized the spring bar locking mechanism had bent, thus making it useless.